Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Item # unk, hip-mom-cups-unk, lot # unk. Item # unk, hip-unknown-stems-unk, lot # unk. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-10566; 0001825034-2018-10567; 0001825034-2018-10568.

Event description:
It was reported that a patient was revised for unknown reasons an unknown timeframe post implantation. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported patient began having an ache in the left hip. Subsequently the patient was revised 11 years post implantation due to allegations of pain, metallosis, and elevated ion levels . Operative notes indicated deficient tissue posteriorly and bulging fluid from the hip joint which appeared discolored. There was metal staining in the cavity. After removing the cup, it was noted that there was some delamination of the porous coating that remained securely attached to the bone. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections have been updated. Concomitant medical products: item # (B)(4), m2a-magnum pf cup, lot # 613920; item # (B)(4), m2a-magnum 42-50mm tpr insrt, lot # 933320; item # (B)(4), taperloc por fmrl, lot # 841460.